Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp contacted the rep because of an impedance issue that they noticed. Impedance measurements were taken and the results were >4000 ohms on unipolar pairs and in range values on bipolar pairs. It was noted that the measurements were taken at an office follow-up for the patient and not in a procedure. The rep had no further information and could not define if the test was run for electrode or therapy impedance. The rep noted that they would contact the hcp to review information. No patient symptoms or further complications were reported or were expected.